Event description:
This report contains supplemental and corrected information for mentor psr reference number (B)(4). It was reported that a 27-year-old caucasian female patient enrolled in a clinical study who underwent primary breast augmentation surgery with mentor glow study gel devices on (B)(6) 2018 experienced baker grade iii capsular contracture on her left side postoperatively. As a result, the device was explanted on (B)(6) 2018. In the original psr submission, it was noted that the patient also had a left-sided hematoma postoperatively. However, upon re-review of the available information, it was determined that the hematoma actually occurred on the right side. This complication will be reported separately.

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left capsular contracture; baker grade iii. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 4, 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the sm mpp gel 375cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The new replacement devices used on (B)(6) 2018 were catalog number 3504754bc; serial number (B)(6) on the left side, and catalog number 3504754bc; serial number (B)(6) on the right side. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).